Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available trend curves showed an increase of the pacing impedance from 750 ohms to 1000 ohms with a subsequent decrease down to 600 ohms between (B)(6) 2016 and (B)(6) 2017. Furthermore the detection trend curve demonstrated an increase from 3 mv to 5 mv with a subsequent decrease down to 1.5 mv in the same period of time. The provided iegms showed small atrial signals. The available x-ray image was analyzed presenting the lead under complaint in the implanted state. The lead was most likely coiled around the generator housing and was therefore pulled out of the atrium. This finding can be considered to be the root cause of the clinical observations. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Oversensing and questionable shock therapy was reported for this lead. Review of the episodes stored in the device file shows likelihood for cross channel oversensing with the atrial being sensed on the ventricular channel. There is suspected complications with the position of both leads, however. There were no adverse patient side effects reported.